Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va1ec70 implanted: (B)(6) 2017. Product type lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient suspected having an infection at implantable nuerostimulator (ins) and lead. Patient experienced discomfort at contralateral side near the lead. Patient was in yesterday for 6 weeks check-up and had a fever. Patient had clear fluid at the implantable nuerostimulator (ins) pocket but no pus. The infection was not confirmed. It was indicated that patient was on ¿ bactrum¿. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28 ,lot# va1ec70, implanted: (B)(6) 2017, product type: lead.

Event description:
Additional information from the manufacturer representative (rep) the device was removed by another doctor. The rep stated they did not know the status of the infection. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28 ,lot# va1ec70, implanted: (B)(6)2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) reported they did not have any further information, they did not know if the infection was confirmed, and they did not know if the infection was resolved. The rep stated they have not spoken to the healthcare professional (hcp) or patient since their last report. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
The other applicable components are: product ID (B)(4) lot# (B)(4) serial# implanted: (B)(6)2017 explanted: product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the implant was removed and the patient was seeking a second opinion.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889-28, lot# va1ec70, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the lead and ins were removed by another surgeon.